Manufacturer narrative:
Reason for reoperation: infection, capsular contracture (grade IV), and seroma-late.

Event description:
A patient reported they experienced the events of ¿capsular contracture, baker grade IV¿, ¿signs of infection¿, and ¿inflammation" on the right side. The device remains implanted later healthcare professional reported right side capsular contracture baker grade IV, pain, "prosthesis with irregular contours, surrounded by liquid." The device remains implanted.

Manufacturer narrative:
The events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and capsular contracture baker grade iii.

Event description:
A patient reported they experienced the events of ¿capsular contracture, baker grade iii¿, ¿signs of infection¿, and ¿inflammation" on the right side. The device remains implanted.